Manufacturer narrative:
Additional information b5, d1, d4. Device analysis: an allegation of a damaged cylinder was reported. The ambicor cylinders, pump and tubing were visually inspected. A bulge was identified in one of the cylinders along with broken fabric. A leak was found in the other cylinder that was considered a secondary failure due to being consistent with explant damage. No other device malfunction was found. Product analysis concluded the identified bulge in one of the cylinders confirmed the reported allegation of cylinder degradation. Visual inspection of the ambicor cylinders, pump and tubing confirmed the reported allegation of a damaged cylinder. A bulge was identified in one of the cylinders along with broken fabric. Product analysis therefore concluded cylinder bulging as the most probable cause of the event, as the bulging aligns with the report of a balloon on one of the cylinders . The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause traced to component failure was chosen, as the reported events could be traced to cylinder bulging through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to a damaged cylinder. A patient outcome was not reported. Additional information received that the revision was actually for an ambicor penile prosthesis(app). An inflatable penile prosthesis(ipp) device was implanted.

Manufacturer narrative:
Additional information received that after surgery, the patient is normal. The old ipp had a balloon on one of the cylinders.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to a damaged cylinder. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to a damaged cylinder. A patient outcome was not reported.